Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices were not returned for evaluation and remained in the patient. Product use was incongruent with the IFU and might have contributed to this complaint due to: the use of a right hypogastric snorkel, and the rcia of 3.6 cm diameter. Product use was cautionary due the presence of an aortic dissection (saccular). The patient's use of antiplatelet therapy might have contributed to this complaint due to the increased risk for bleeding complications. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined; however, the snorkel procedure may have contributed to this event due to additional manipulations during the index procedure.

Event description:
It was reported that approximately 37 months post implant of a bifurcated device, and two limb extensions an endoleak was identified. Reportedly, patient came in for a routine follow up visit on (B)(6) 2014, and an endoleak was identified on the right common iliac. Physician was concerned there was a hole in the limb, and scheduled a secondary procedure with the patient on (B)(6) 2014 to seal the endoleak. An angio was done that day and the endoleak was identified. The physician elected to reline the limb extension with an icast to seal the leak. However, physician felt the endoleak remained, and scheduled an intervention on (B)(6) 2014 to see where the leak was coming from. On that day an angio was done, and no leak was identified the icast sealed the leak. The patient is doing fine. Additional note:the patient had an off label hypo snorkel in the initial procedure (B)(6) 2011.

Event description:
It was reported that approximately 37 months post implant of a bifurcated device, and two limb extensions an endoleak was identified. Reportedly, patient came in for a routine follow up visit on (B)(6) 2014, and an endoleak was identified on the right common iliac. Physician scheduled a secondary procedure with the patient on (B)(6) 2014 to seal the endoleak. An angio was done that day and the endoleak was identified. The physician elected to reline the limb extension with an icast to seal the leak. However, physician felt the endoleak remained, and scheduled an intervention on (B)(6) 2014 to see where the leak was coming from. On that day an angio was done, and no leak was identified the icast sealed the leak. The patient is doing fine. Additional note:the patient had an off label hypo snorkel in the initial procedure (B)(6) 2011.